Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that patient stated "fatty tissue". The hcp stated that the catheter tip migrated outside from intrathecal space to perhaps tissue area. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6)2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 09-dec-2018, (B)(4). Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving morphine, 10 mg/ml concentration at 0.480 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had back pain down to right leg before implant, then pain worsened to back and bilateral legs after implant. Patient stated she never felt relief or therapy from pump since implant. The hcp updated about issue. Patient changed to different hcp about 2 months ago. Patient stated no contributing factors led to issue. First managing pain hcp increased daily dose gradually which patient stated did not change or improve issue. Therefore, patient changed to different hcp. Patient received oral medication to help with breakthrough pain from the hcp. The hcp performed dye study (B)(6) 2018 which showed tip of catheter in wrong placement, "fatty tissue of the back muscle". The hcp decreased daily to 0.5 mg/day afterwards stated patient. The hcp confirmed this information. The hcp performed a complete explant of old catheter and pocket revision today, 8/7/18. At the time of this report, the issue was resolved and patient status was alive- no injury. Fluoro image of catheter tip before revision and then catheter image showed complete explant. No further complications were reported. The patient¿s medical history included low back pain, chronic pain syndrome and spondylitis at lumbar region. The patient¿s concomitant medications included percocet.